Event description:
The customer reported that they had questionable results for (B)(6) patient samples tested for creatinine jaffe method (creatinine). Of the (B)(6) samples tested, three were found to have erroneous results. All initial results were reported outside of the laboratory. The customer noted that they found issues with their quality control after the samples were initially run. The samples were repeated and the repeat results were believed to be correct. Corrected reports were issued for the repeat results. Creatinine units are reported in mg/dl. Sample one initially resulted as 0.68 and the repeat result was 1.03. Sample two initially resulted as 0.71 and the repeat result was 1.04. Sample three initially resulted as 0.79 and the repeat result was 1.18. The patients were not adversely affected. The creatinine r1 reagent lot number was 65396801 with an expiration date of 03/31/2014. The creatinine r2 reagent lot number was 64725501 with an expiration date of 10/31/2013. The field service representative determined that the final squeegee nozzle number 3 on the rinse mechanism was stuck in the up position. The squeegee did not reach the lowest part of the cell, leaving a small amount of rinse water. He cleaned the final squeegee nozzle and checked its alignment. The customer ran quality control and results recovered on the mean. The quality control was repeated several times with no errors.

Manufacturer narrative:
The device subassembly stated in the result field is a squeegee. It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The date received by the manufacturer has been changed from (B)(6) 2012 to (B)(6) 2012.